Event description:
While the nurse was utilizing a sterile cotton applicator to assist the packing process, the tip of the application came off of the shaft and became lodged in the surgical wound under the skin. The cotton tip was removed by the physician via a visit to a hosp's short stay unit on 2/13/98 which was previously scheduled for dilitation of wound tract.